Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella 5.5 pump was returned for evaluation and upon visual inspection, a catheter bump/kink observed behind the blue button hub. Catheter anchor was surrounded by dry blood which dissolved in water the blue button was able to move forward and backward after switching the hub to cut catheter section. No issues was observed and other abnormality found. The cause of the positioning issue was cath anchor use related due to improper technique. Added- d9 device return date.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the physician noted that while checking impella 5.5 resistance when checking locking mechanism, the physician was unable to move the catheter through the sterile sleeve lock and explained that additional force would be needed. The dressing was removed, and the blue button does seem to be able to be depressed completely with alignment of holes ¿ there was exposed graft in alignment. The catheter aligned while trying to manipulate through sterile sleeve lock with no bends in the catheter. There was no reported harm to the patient.